Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06147. It was reported during a pns (off label) trial implant procedure, the patient was unable to receive stimulation after leads were implanted. During the procedure, the leads were placed without difficulty, all contact impedances were within normal limits and the leads were in good placement. The physician decided to leave the leads in place and reassess the patient in the post-anesthesia care unit (pacu). An sjm representative attempted to obtain stimulation in pacu but was unsuccessful. Programming was attempted multiple times immediately post operatively and up to two hours post operatively. The physician decided to remove both leads.